Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), several deployments were attempted to place the device due to difficult patient heart anatomy. Patient had a reversed heart with apex in front position. It was very difficult to pass the tricuspid valve and the device always go to the coronary sinus. The device was attempted, not used. At visual inspection, the catheter was found to be twisted and folded so it was impossible to recapture the device properly. A second device was attempted. The device was deployed once and recaptured and it was noted that the grey button on the delivery catheter was not working and it was impossible to curve/bend the delivery system. The device and the delivery system were attempted, not used and a new/ third device was attempted. Several deployments attempted due to difficult configuration of the patient heart and succeeded in passing the tricuspid valve but after many attempts it was difficult to give the proper curve to the catheter and to recapture the device. The device and the delivery system were attempted, not used and a new device system was successfully used and placed. No patient complications have been reported as a result of this event. It was further reported that the implanted leadless ipg worked perfectly well.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.